Manufacturer narrative:
Batch review performed on 17 july 2020: lot 178479: (B)(4) items manufactured and released on 14-mar-2018. Expiration date: 2023-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the implantation of amistem-h stem, the surgeon discovered the femoral fracture in the xray. The surgeon fixed the fracture with 2 wires. Total surgery time was about 3 hours and 30 minutes. The surgeon expressed an opinion that he felt subsidence feeling after the implantation of the amistem-h stem. Amis approach.